Event description:
After successful IV insertion, during flushing of the catheter it was noted that there was a leak at the site where the flash is seen. This resulted in having to remove the catheter and re-stick the patient.